Event description:
A single titanium broke off the anchor and was retrieved by the surgeon with no negative effects to the patient. The surgeon completes the procedure with an anchor likely from the same lot.